Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, user requested assistance with issuing a medication that required rxverify approval. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user needed pharmacy verification approval for issuing a medication. The technical support specialist remoted in and guided the user through the rx verify approval process. The system functioned as intended after the technical support specialist assisted the customer in resolving the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, user requested assistance with issuing a medication that required rxverify approval. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.